Manufacturer narrative:
Unit received without keypad overlay. Unable to verify button/keypad anomaly due to missing keypad overlay. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the keypad panel on the insulin pump has came off. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.